Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Analysis was unable to verify unexpected restart alarm due to button/keypad anomaly. Moisture damage was found on the motor. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm and unexpected restart alarm. The customer's blood glucose was 201 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.